Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. During the procedure, the clip was impossible to externalize despite several attempts. The procedure was completed with a new clip. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts. This event has been deemed a reportable event based on the investigation finding of clip assembly stuck into the bushing. Please see block h10 for full investigation details.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: initial reporter's alternative phone number: (B)(6). Block h6: imdrf device code a15 captures the reportable investigation result of clip assembly stuck into the bushing. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. Microscopic examination was performed, and it was found that the capsule bottom part was deformed. Functional evaluation could not be performed due to the condition of the returned device. No other problems with the device were noted. The reported event of clip impossible to externalize was not confirmed. It is possible that a soft deployment could have occurred due to accidentally activating the device while trying to reopen the clip. Subsequently, when the customer pulls back the handle for closing the arms again, this action induced that the capsule got localized incorrectly on the bushing, thereby causing the capsule to got stuck into the bushing. Additionally, while the physician keeps pulling back the handle in order to release the clip assembly, this technique generated that the yoke got detached from the control wire. Regarding the found problem of clip assembly being deformed, this is likely due to the entrapment against the bushing. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. Block h11: correction: block e1 (initial reporter facility name and phone number) and block h10 (investigation results).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. During the procedure, the clip was impossible to externalize despite several attempts. The procedure was completed with a new clip. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts. This event has been deemed a reportable event based on the investigation findings of clip assembly stuck into the bushing.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Initial reporter phone number: (B)(6). Imdrf device code a15 captures the reportable investigation result of clip assembly stuck into the bushing. Investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. Microscopic examination was performed, and the capsule bottom part is deformed. Functional examination was not performed due to returned state of the clip assembly. No other problems with the device were noted. The reported event of clip failure to advance was not confirmed. Based on the returned device, it was found that the clip assembly was highly stuck with the bushing and with the capsule bottom part damaged. According to the evidence, one of the possibilities that could have happened is that a soft deployment was caused by accident by activating the device and trying to reopen the clip. Additionally, when the customer pulls back the handle for closing the arms again, this action induced that the capsule got localized incorrectly on the bushing, therefore, causing that the capsule and the bushing got stuck. While the physician kept pulling back the handle in order to release the clip assembly, this technique generated that the yoke got detached from the control wire. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.